Manufacturer narrative:
The specific cause of the event could not be determined, but the event was consistent with a patient sample-specific discrepancy. Elecsys hiv duo product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings." The assay is performing according to specifications. The investigation did not identify a product problem.

Event description:
The initial reporter complained of questionable positive results for 1 patient sample tested for elecsys hiv duo (hiv duo) on a cobas e 801 analytical unit. The results from the e801 analyzer were 1.57 coi (positive), 1.54 coi (positive), and 1.87 coi (positive). On (B)(6) 2025, the sample was sent to an external laboratory, where the following results were obtained. Hiv-1 ribonucleic acid (rna) quantitative test using reverse transcription-polymerase chain reaction (rt-pcr): undetected hiv-1/2 specific antibodies: hiv-1 negatives / hiv-2 indeterminate (gp 36 > negative, gp 140 > positive) on (B)(6) 2025, the external laboratory re-measured the sample, and the results were the same as those on (B)(6) 2025. The customer suspects an interference with the patient¿s positive toxoplasma igg results affecting the roche hiv results.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). Calibration and qc were acceptable. A cross-reactivity of toxoplasma in hiv is very unlikely due to the different biological pathogens. The investigation is ongoing.